Event description:
During follow-up, it was reported the patient has 100% atrial fibrillation for the last year but had a lower than expected automatic mode switch diagnostics. A diagnostic anomaly was suspected. The event was resolved by reprogramming the device. The patient was in stable condition.